Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
From: productcomplaints@bd.com <productcomplaints@bd.com> sent: tuesday, september 24, 2024 10:54 am. To: productcomplaints <productcomplaints@embecta.com> subject: fw: bd clipping device. Good morning, I just wanted to email to inform you of the batch number of a bd clipping device that a patient has found faulty. The patient returned the device claiming it was faulty and he could not use the device. The batch number is: 1055001. Many thanks,